Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) discussed this could likely be due to the lead tip being in contact with denser tissue. No adverse patient effects were reported. At this time, this lead remains in service.